Manufacturer narrative:
Hoya device is pending evaluation. Internal reference: (B)(4).

Event description:
It was reported that during implantation of the lens in the patient's right eye, the lens dislocated and there was posterior capsule tear/rupture. The lens was removed and replaced intraoperatively with a different model iol that was placed in the sulcus. No vitrectomy was performed. The incision was not enlarged and suture was not required. According to the reporter, the likely cause of the event was "surgical technique." Current patient prognosis was described as "excellent prognosis."

Manufacturer narrative:
Follow-up report #1 is being submitted to FDA for the following reasons: 1. Corrections to initial report are: a) concomitant medical products: product return corrected to "no" (received empty box only - see item #2 below for more details). B) MFR site: manufacturer contact information updated for name and email of current contact person. B) report source: manufacturing site - address corrected for street address. C) date rec¿d by MFR: reporting source - added "healthcare professional" in addition to distributor. 2. Additional information not available/included in initial report - findings from the manufacturer's product investigation completed on 21-sep-2017, as noted below: only the empty outer box was received on 21-aug-2017 without entire injector and lens returned. No abnormalities were found in production and inspection records of the product. Possible causes: exact root cause is not determined. From our investigation, we believe this issue is not product related. Related fields were also updated accordingly, as noted below: added check to indicate this report is follow-up #1. If follow-up, what type: added checks to indicates the report contains: correction(s) and additional information. Device evaluated by MFR: added check to "not returned to manufacturer" (received empty box only). Added event conclusion code: 92 device not returned. 3. Additional information not available/included in initial report - risk analysis conducted on the product line and failure code, as noted below: a review of the most recent complaint trending data indicates no significant trends have been identified at this time, and no CAPA is required as part of product evaluation. This event can now be considered closed.